Event description:
A cs25 attached to a flexible shaft ii (fs214) was used to complete the anastomosis in a hals sigmoidectomy procedure. The cs25 was fired; all indications looked and sounded normal during firing. Visual inspection showed that the cs25 deployed staples, but apparently did not cut tissue. The surgeon rotated and tilted the instrument, and the tissue tore around the anastomosis. A definitive determination of whether or not the cs25 had cut tissue could not be made. The staple line was evident, and it is believed that the cs25 was stuck on the staple line and not that it had misfired. The anastomosis was reinforced via a suture.

Manufacturer narrative:
The returned cs25 showed some damage to the cut ring. It is believed that this damage may have contributed to the apparent failure to completely cut tissue. (It was noted during visual inspection that the ring showed no evidence of the knife having cut in the damaged area.) In spite of this, when the performance of the device was evaluated, it performed according to specifications. The manufacture date and expiration date are unk because the lot number was not provided by the initial reporter.